Event description:
It was reported that the leads were repositioned during revision following device replacement, but the patient had a vagal response that he could not tolerate. The leads were removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the device had reach elective replacement (eri). On device revision, the 6949 lead was prophylactically removed. The remaining leads were repositioned during revision but the patient had a vagal response that he could not tolerate, the leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was cut, all insulators were breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage; proximal segment returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.